Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the mobile power unit (mpu) was alarming. An exchange was requested. The alarms happened a few times but only low voltage advisories and low flow alarms were seen in the log files. The mpu had a v-lock connector on the ac power cord. The ac power cord did not come loose at the wall outlet or from the back of the unit. The mpu will be returning the mpu once the patient recieves new mpu from abbott and returns to clinic.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was further reported that there were no further low voltage alarms. They resolved with placement of new power source.

Manufacturer narrative:
Section d1: brand name corrected. Section d4: primary UDI corrected. Section d9: corrected. Section g4: PMA # corrected. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of atypical alarms when connected to the mobile power unit (mpu) (serial: (B)(6) was not confirmed; however, the reported event of a non-conforming capacitor on the mpu was confirmed via testing of the returned product. The mpu was evaluated at the pleasanton service depot. The mpu was connected to power and booted up and functioned as intended; however, a nonconforming capacitor on the power supply assembly was found. No further testing was performed. The customer was provided a warranty replacement mpu. The submitted log files did not reveal any issues with the mobile power unit. The mpu was identified to have a non-conforming capacitor on its power supply printed circuit board, which could cause the reported alarms. A corrective action was initiated to investigate this issue. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. D) and the heartmate 3 patient handbook (rev. A) are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU (rev. D) section 3 entitled ¿powering the system¿ and the heartmate 3 patient handbook (rev. A) section 3 entitled ¿powering the system¿ cautions the user to always have at least one system controller power cable must be connected to a power source (either the mobile power unit or two heartmate 14 volt lithium-ion batteries) at all times, and to not rely on the system controller¿s backup battery, as it will only power the pump for a limited amount of time. The heartmate 3 lvas IFU (rev. D) section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook (rev. A) section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including connect to power alarms. The heartmate 3 lvas IFU (rev. D) section 8, entitled ¿equipment storage and care¿, and the heartmate 3 patient handbook (rev. A) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the mpu. The heartmate 3 patient handbook (rev. A) section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvas, including inspecting the mpu and the mpu patient cable connectors for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. A) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed, and the records revealed no deviations from manufacturing and qa specifications. The device is included in the heartmate mpu capacitor issue field action issued by abbott on 28feb2025. No further information was provided. The manufacturer is closing the file on this event.